Event description:
It was reported that the patient complained about pain on the shaft of the penis shortly after implantation of the inflatable penile prosthesis (ipp). The ipp was suspected to be infected so the entire system was removed and replaced with a new one. No further complications were reported in relation to this event.

Manufacturer narrative:
Pain was reported. The ams700 device was visually inspected and functionally tested. There was a leak in both cylinders that was the result of sharp instrument damage consistent with explant damage. The reservoir performed within specifications. When functionally tested the pump failed the inflation test twice. Review of the manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed. Labeling review and risk review not required per (B)(4) product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient complained about pain on the shaft of the penis shortly after implantation of the inflatable penile prosthesis (ipp). The ipp was suspected to be infected so the entire system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.